Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a chest x-ray revealed that the atrial lead dislodged. The lead exhibited no capture. The patient's atrium had been compromised due to the atrial appendage having been removed.